Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and calibrated verified the reported issue. The cse calibrated the flow sensors, expiratory valve, and atmospheric pressure, which resolved the reported issue. The ventilator passed all tests and calibrations.(B)(4)

Event description:
A report was received stating an 840 ventilator experienced a loss of communication with the breath delivery unit (bdu). Subsequently, initializing the device&#39;s safety mode. There was no patient involvement at the time of the event.